Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a safety disc failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: event site postal code: (B)(6). Additional customer contact information: name: (B)(6). Getinge field service engineer (fse)replaced safety disc as per protocol due date. Replacement part fitted was found to be failing pim test removed new part and refitted old safety disc and re ran test and passed. Suspect faulty disc. Replaced disc(202-00-0140) with new one and tested, all ok now.

Event description:
N/a.